Event description:
The patient's legal guardian reported that the controller was not displaying sensor values and during this time, the patient's blood glucose levels reached 27.7 mmol/l while wearing the pod. The blood glucose value was attained with a finger prick. The patient's legal guardian spoke with a nurse via a phone call, and the patient was diagnosed with diabetic ketoacidosis (dka) on (B)(6) 2025. Reported symptoms include hyperglycemia and fatigue. The nurse advised applying a new pod and did not provide treatment or a prescription.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.